Event description:
Ileus with small bowel obstruction [ileus]. Paradoxical inflammation reaction [inflammation]. Case description: spontaneous report rec'd on 02-dec-2010 from a physician via the maude database (report number (B)(4)), regarding a female pt, initials and age unk. The pt underwent an abdominal supracervical hysterectomy on an unk date in (B)(6) 2010, during which one sheet of seprafilm was used to prevent adhesions. Ileus with small bowel obstruction developed one week later. This required re-operation on an unk date in 2010 where intensive paradoxical inflammation reaction with multiple loops of small bowel adhered together, required small bowel resection. The pt remained hospitalized and required tpn (total parenteral nutrition) for 38 days. The pt was discharged home an unk date in 2010. The pic (peripherally inserted catheter) line was removed on an unk date in 2010 and at the time of this report, was able to take nutrition by mouth. At the time of this report, the outcome of the small bowel obstruction and the paradoxical inflammation reaction was unk. The seprafilm lot number was unk. No further information was provided. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.